Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent act button response due to corroded keypad traces. The rewind functioned properly. The insulin pump was received with a cracked reservoir tube lip, cracked case at a display window corner, minor scratches on the display window, cracked display window and a scratched reservoir tube window.

Event description:
It was reported that the insulin pump was stuck in a rewind loop and had an unresponsive keypad. The blood glucose reading was 140 mg/dl. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.